Manufacturer narrative:
(B)(4). Batch #n91w78. Investigation summary the device was received with no apparent damage. It was evaluated with a test instrument and a ¿no uses remaining - replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 95 times. The hand piece is a reusable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining - replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected hand piece functionality. The ¿replace hand piece¿ alert screen advises that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. Additional information was requested and the following was received: did the patient experience any adverse consequences due to this issue? No patient consequence. The device has 97 uses left. The system mentioned that the handpiece has to be changed.

Event description:
It was reported that during an unknown procedure, an error message reading "replace hand piece" was displayed, even though the device had 97 uses left. There were no patient consequences.